Manufacturer narrative:
On (B)(6) 2017, this complaint of diaphragmatic stimulation is on the patient's lv lead. The lv lead is a st. Jude lead. There are no known complaints on this protego, this file was opened in error. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
The patient had diaphragmatic stimulation after the procedure. The rep came in and made some changes and made the decision to turn the lead off until the patient could get back into the cath lab for an revision. Lead remains implanted. Should additional information be received, this file will be updated.